Event description:
The customer reported obtaining erroneously high magnesium results for fifteen (15) patients, over two (2) days, involving the synchron lx20 pro system. The erroneous results were reported out of the laboratory but the customer is unaware of any change or affect to patient treatment in connection with this event. The customer repeated the samples and issued amended results for magnesium. The customer indicated that all other chemistries performed within specifications. Calibration and qc (quality controls) passed within specifications prior to the event. Magnesium reagent lot number m211286 was used in conjunction with the analyzer for this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and noticed that the sample mixer wash station was not receiving fluid. The fse rebuilt the manifold valve to resolve the issue and performed magnesium precision run to verify instrument's operation. Results met published precision specifications and failure mode is attributed to the manifold valve on the sample mixer wash station. This report references the event which occurred on (B)(6) 2013. Please refer to medwatch #2050012-2013-00286 for a related report associated with this event.